Event description:
During surgical repair of a juxtarenal abdominal aortic aneurysm, the hose of the blanket was placed under the pt's cloth blanket, without using the blanket. A burn was noted on the pt's lower leg. The injury progressed to muscle necrosis necessitating above the knee amputation.